Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined.

Event description:
Medtronic received information that immediately following the implant of this transcatheter bioprosthetic valve, severe paravalvular leak (pvl) was noted. Balloon aortic valvuloplasty (bav) was performed but moderate-severe pvl remained due to calcification and the size of the annulus. A second transcatheter bioprosthetic valve was successfully implanted valve-in-valve resolving the pvl. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.